Event description:
Information received by medtronic indicated that the insulin pump had a crack on the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer = missing. The pump was returned for cosmetic damage located at the battery compartment found on 10/13/2021. The pump was received with missing retainer and partially broken reservoir tube lip. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer and partially broken reservoir tube lip. The following were noted during physical inspection: partially broken reservoir tube lip, missing retainer, scratched case, cracked select button keypad overlay, stained keypad overlay., keypad overlay peeling, missing display window cover, missing end cap address label, pillowing keypad overlay, missing reservoir tube o-ring, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Cosmetic damage at the battery compartment (corner of the belt clip rails) and battery tube threads are confirmed. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.